Manufacturer narrative:
Further investigation is ongoing and results will be provided by a final report.

Event description:
Customer reported that the light head separated and fell. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Event description:
Customer reported that the light head separated and fell. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Investigation by baxter medical confirmed that the failure of trulight falling. Installation of device occurred 5 days prior to light falling upon investigation of deice it was found that the locking sleeve and screw were not found in the correct position after the light fell. The locking segment is covered by a sleeve to avoid the locking segment to come out. The sleeve is secured by a screw which prevents the sleeve to move from its securing location. The missing screw allowed the sleeve to move . If the sleeve is not in the correct place the crescent key can move out of the connection over time allowing the light head to detach. The failure was resolved by reassembling the light head according to baxter's specifications and the sleeve was secured with a screw. Based on this no further actions are needed.